Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Event description:
It was reported that, during an arthroscopy, the t2 of the fast-fix 360 could not be deployed. The t1 implant was removed from the patient. Surgery was completed with a back-up device instead. There was a surgical delay of less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. An evaluation of the customer provided image was performed and found the device with an unattached suture with the t1 attached to it. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.